Event description:
It was reported that the patient had their inflatable penile prosthesis (ipp) replaced due to fluid loss. During the procedure, a hole was observed in the tubing. There were no patient complications.